Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and medical records.

Event description:
During a follow up call a peritoneal dialysis (pd) nurse reported that a patient was diagnosed with acute peritonitis approximately a month prior to the (B)(6) 2015 call. The date was updated due to contamination based on pd fluid cultures from (B)(6) 2015. The pdrn stated that the peritonitis was touch contamination due to a noncompliant patient.